Manufacturer narrative:
Given the nature of the alleged incident, the device, used in treatment, was not returned for evaluation. However, the images were reviewed, and the breakage was confirmed. The clinical/medical investigation concluded that, the x-ray photos provided confirm the broken nail as well as articulation between the tibia and the talus which appears to have desired to be stabilized. Based on the limited information provided the root cause of the reported breakage could not be determined and early weight bearing cannot be ruled out. The impact to the patient beyond the reported cannot be concluded. Although it was communicated that a revision procedure has been schedule no date or new information has been provided. Should additional information becomes available this issue can be re-elevated. No further clinical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, abnormal loading of limb or excessive forces applied to implant. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after an internal fixation surgery, the hfn 11.5mmx20cm left broke above the most superior distal screw (the clac to talus screw) after it was implanted on (B)(6) 2020. Revision surgery has been schedule and rescheduled to remove. The procedure to remove has not happened yet. Patient was not harmed beyond the described event.